Event description:
It was reported that the surgeon side console (ssc) 2 left hand control was floated. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed prior to the issue being identified. The issued occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The instrument is not available for return to isi for evaluation. No photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.